Event description:
It was reported that "during use cmac blade was found faulty it had very dim led and/or poor image - upon inspection seals have deteriorated. Unable to proceed." It was confirmed that the procedure was completed successfully with a prolongation of less than 15 minutes and there were no adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer, but was not yet received. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: device investigation was completed on december 15,2025, during the inspection the error description provided by the customer "dim led/poor image" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak and the image is poor. The event is filed under internal karl storz complaint ID: (B)(4).